Manufacturer narrative:
A trend analysis of complaints for lot # 47174 was conducted. There was no trend discovered when reviewing complaint intake records. Production records were analyzed to see if there was any material integrity and leaking issues found in production. No malfunction were able to be detected.

Event description:
End-user reported they are experiencing needles bending when inserting them into their vial and when administering insulin shot to stomach. End-user also experienced issues with syringe leaking.